Event description:
Alarms sounded from the system 90 pump. The iab was changed to another system 90 pump. Then, blood backed up into the balloon. The iab was never returned to datascope for evaluation. The iab was probably discarded by the facility. Event complications: unk - rpt'd 10/24/96. Pt current status: unk - rpt'd 10/24/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.